Event description:
Edwards received information that a second device, a 23mm valve, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device, a 21mm aortic surgical valve, at the time of the procedure was approximately thirteen (13) years and eleven (11) months. The reason for re-operation remains unknown and both devices remain implanted. Attempts to retrieve additional information are in progress. Should new information be received, a supplemental MDR will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to confirm or determine root cause for intervention. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating the reason for re-operation was due to aortic stenosis.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.